Manufacturer narrative:
(B)(4). Additional narrative: to treat stress urinary incontinence and pelvis organ prolapse, the patient underwent mesh implantation with concurrent procedures of vaginal hysterectomy, enterocele repair with uterosacral plication, and cystocele repair. After implantation the patient experienced pain, erosion, recurrence, bleeding, infection, vaginal scarring, organ perforation, and urinary problems. It was reported that patient underwent laser excision of bladder foreign body on (B)(6) 2009 by due to recurrent urinary tract infections, dyspareunia and pelvic prolapse. (B)(4) ¿ recurrence; organ perforation; urinary problems.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection and hematuria. (B)(4).

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infection, hematuria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.